Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the rsmb staff. It was reported that the pt was "found dead at cabin". It was presumed to be a cardiac event. It was reported that the death was unrelated to the implanted system. The type of medication, concentration, and daily dose being administered via the pump were not reported.